Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 14-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who started undergoing a trial of a spinal cord stimulation system on (B)(6) 2019. It was reported that the patient experienced nausea and vomiting, chills, and shaking during the spinal cord stimulation trial. The patient was placed on antibiotics during the trial. The impedance values were checked, and lead positioning was verified via x-ray. The health care professional repositioned the trial lead on (B)(6) 2019 as it appeared to have migrated. The health care professional questioned whether there was an allergic reaction to the lead when reporting the issue/complaint. The lead was explanted per patient request and discarded on (B)(6) 2019 to resolve the issue. There were no further complications reported.